Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02781, 0001825034-2022-02783, 0001825034-2022-02785.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right hip arthroplasty. It was reported that the patient has filed an unknown allegation. No hip revision has been reported at this time. No additional information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were provided and reviewed by a health care professional. A review of the available records identified the following: significant amount of inflamed synovial tissue. All components osseo-integrated and stable. Synovectomy and irrigation to remove all abnormal tissue. The reported issue was confirmed based on the provided medical records. A review of the device history records identified no deviations or anomalies during manufacturing. The additional information does not change the outcome of the previous investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and evaluated. A visual examination of the returned device found no problems. However, the returned head showed indentations on the lip and scuffing on the outer diameter. The reported issue was confirmed based on medical records and product evaluation. A review of the device history records identified no deviations or anomalies during manufacturing. The additional information does not change the outcome of the previous investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient had a right side metal-on-metal total hip arthroplasty. Subsequently, the patient had a right total hip revision due to metal-on-metal. During the revision, a significant amount of inflamed synovial tissue was observed. All components were found to be osseointegrated and stable. No further complications were reported. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.